Event description:
It was reported to philips that system was given error of low load fluoro flavor-image quality is very poor. The procedure was aborted and completed by using another system. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the device was in clinical use and the customer was performing diagnostic procedure. The procedure was aborted and completed by using another system. The philips remote service engineer (rse) connected with customer remotely and confirmed that the system was given error of low load fluoro, causing very poor image quality. A review of system logfile confirmed the reported malfunction. The philips field service engineer (fse) visited onsite and upon functional testing the fse found that the generator had an issue. The fse identified that the rotor control (roco) smells like an electrical burnt smell. As per suggestion from service support team the fse order and installed a new rotor control into the generator cabinet. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.